Event description:
The condition reported is assumed valid based on the samples returned. The actual substance observed inside the barrels was silicone lubricant. Silicone is an inert, non-toxic medical substance used as a lubricant for the proper function of disposable hypodermic products. This condition occurs when silicone lubricant, used on the interior of the syringe barrel to facilitate plunger movement, is inadvertently oversprayed on the syringe following machine start-ups. These syringes should have been removed from production. Becton dickinson takes every aspect of a needle stick very seriously, and does everything to investigate the root causes involved with a mfg defect such as this. As a corrective action co has instituted improved controls over the silicone application systems used on these products, and co expects these controls will significantly reduce this unacceptable condition.